Event description:
(B)(4) .

Manufacturer narrative:
We called the customer biomed. He indicated that they purchased a new display and put it into service and that resolved the issue. Also, the failed display was discarded on site by the customer.